Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable connector was physically damaged and was unable to securely attach to a monitor, resulting in a communication disruption and the reported service code 204. The root cause for the strained cable and damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt cable was damaged and the patient was receiving a service code 204 (belt/monitor unusable).